Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1613804) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. It was acknowledged by the user facility that the tortuosity of the patient's vessel near the arteriotomy along with minor calcification may have contributed to the resistance felt once the mynxgrip device had been introduced into the procedural sheath. It should be noted that per the instructions for use (IFU), the safety and effectiveness of the mynxgrip have not been established in patients with prior surgical procedures, pta, stent placement, or vascular graft in the common femoral artery or vein. However, based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 3 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00264 and 3004939290-2016-00266.

Event description:
It was reported that during 3 different procedures with 3 mynxgrip 6f/7f vascular closure devices from the same lot, the mynx devices could not be inserted into the 6f procedural sheath up to the white shaft marker due to resistance being met. This report is for device 3 of 3. The device was being used for arterial closure following a percutaneous coronary intervention (pci). After the device was unsuccessfully inserted into the sheath, the device was removed and inspected. There were no visible kinks in the sheath, so the device was reinserted; however, resistance was still met. Following the second attempt to insert the mynx device into the sheath, it was unknown if the device had been advanced far enough for the balloon to exit the sheath, so the user then attempted to pull back the sheath and hold the device in place. This technique was unsuccessful due to some potential calcium and scarring around the arteriotomy, so the mynx device and the procedural sheath were removed and manual pressure was held for less than 30 minutes to achieve hemostasis with no injury to the patient. The patient's hospitalization was not extended as a result of the issue. Additional information was requested, but is not available at this time.